Manufacturer narrative:
Photographs of the patient's home were provided, showing that it had sustained fire damage. An irc5po2v concentrator was present in the home, along with an oxygen cylinder that appears to have been manufactured by drive medical. The exterior of the irc5po2v concentrator exhibited damage that is consistent with exposure to an external heat source. The dealer recovered the concentrator from the patient's home and has it quarantined. They were unable to perform testing on the device, presumably due to the damage it sustained from the fire. The dealer stated they will not return the unit to invacare. There was no alleged malfunction or defect with the concentrator. Based on the information provided, the underlying cause of the event is user error; the patient did not adhere to the device labeling and instructions. The irc5po2v user manual states, "do not smoke while using this device. Do not use near open flame or ignition sources. No smoking signs should be prominently displayed. Keep all matches, lighted cigarettes, electronic cigarettes or other sources of ignition out of the room in which this concentrator is located and away from where oxygen is being delivered." In addition, the device itself is prominently labeled regarding the hazard of smoking or exposing the unit to an open flame/ignition source.

Event description:
A report was received from the dealer stating that they were made aware of a house fire that resulted in a patient's death. The dealer advised that an irc5po2v concentrator was in the home at the time of the fire. The dealer provided a fire report for this incident, which stated that the cause of the fire was that the patient was smoking while on oxygen. The patient's exact cause of death is unknown.